Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2021, the patient had an additional cardiomems sensor implanted with no adverse consequences. The sensor was implanted to replace the previous sensor, from which signal could not be obtained following migration.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient was no longer able to take readings following implant. A chest x-ray revealed the sensor had migrated to the right pulmonary artery and rotated from the expected position in the coronal plane. Troubleshooting attempts were unable to get a reading on the patient electronic unit, and only one reading was possible on the hospital electronic unit, which had a low signal strength. Due to migration, it was no longer possible to take pressure waveform readings.